Event description:
Procedure type: appendectomy. According to the reporter: during the procedure, surgeon put 25cc air through the trocar, the balloon popped. No pieces fell into the cavity, there was no additional bleeding, no tissue damage and neither the operating room time nor the incision were extended. So surgeon used another trocar. No patient injury occurred.

Manufacturer narrative:
(B)(4).